Event description:
The customer reported a "haze" when the unit was on. The customer stated that there were no physical complaints related to the reported haze. The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse ran a vacuum test and could not recreate the customer's report of "smoke". The fse found that the oil level in the vacuum pump was low so he replaced the oil filter housing, the catalytic converter, and the pump oil. He verified that there was no haze or oil mist.